Event description:
Boston scientific received information that the pacemaker triggered lead safety switch (lss). The health care professional (hcp) noted that the rv lead exhibited low pacing lead impedance measurement and noise. The hcp changed the configuration back to bipolar and noted that threshold measurement had increased a little higher. Boston scientific technical services (ts) discussed that lead could remain in bipolar configuration if all measurements were in normal range and suggested to perform isometrics and sample impedance to see if getting any fluctuations. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicating that after a month, a revision procedure was performed. Oversensing was also noted. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.